Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 24mm amplatzer septal occluder(lot#6678960) was selected for implant. During the procedure, the occluder was delivered into the patient using a trevisio delivery system 9-atv10f45/80 (lot# 7477400), but upon deployment, the la disc became cobra shaped, and would not form into a disc shape. The physician removed the device from the patient's body, and deployed the device outside the patient's body, and the la disc formed into a cobra shape again. The device was exchanged and a new 24mm amplatzer septal occluder(lot#6837093) was implanted in the patient using the same delivery system. The case was completed within 20 minutes and the patient remained stable throughout the procedure. The patient did not experience any serious injuries, and is currently stable, and discharged.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. One video was received from the field, which appeared to show a device deploying in a cobra conformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.